Event description:
Emergency medical service personnel were monitoring a pt, reportedly in distress. During transport the pt went into cardiac arrest with an idioventricular rhythm. External pacing was attempted and allegedly the operator could not plug in the pacing cable. It was observed that a piece of extraneous material was wedged inside the connector resulting in the inability to insert the cable connector. Advanced life support guidelines were followed. However, the pt later expired at the hospital. The reporter did not report that the alleged malfunction caused or contributed to the death of the pt.